Event description:
Customer complains it is observed air leakage between the inner cannula and the tracheostomy tube, although this was properly connected and the lock connector correctly closed. The inner cannula is changed by a new one but there is still leakage. They tried to solve the problem by changing the ventilation parameters to the pt; ventilating mechanically but unsuccessful.

Manufacturer narrative:
The sample being returned for this report is currently in transit to the manufacturing site for analysis. The reporter confirmed the actual sample involved in this report was discarded however, a sample is being returned where it was confirmed to have the same reported issue with no pt involvement. If significant information is identified from the returned sample investigation then a summary of the findings will be provided in a supplemental report.